Manufacturer narrative:
(B)(4). Batch # r58u9y. Photo evaluation summary: three photos were provided. The three pictures show a staples line. No malformed staples are noted and one missing staples can be seen on the left staple line. Based on the pictures reviewed the event described is confirmed. Please refer to device analysis for full analysis details. Device evaluation summary: the analysis results showed that one gst60t cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: there were no leak tests completed on these cases but thorough observation of the staple line and all other staples were formed. No need for further intervention was identified by surgeon on these occasions.

Event description:
It was reported that during a lap sleeve gastrectomy, during use on patient, surgeon was on 2nd firing on a sleeve gastrectomy plee60a. Was fully articulated. Nurse loaded seamguard (did not close or wet seamguard) surgeon adjusted seamguard slightly, closed device and introduced endocutter into the abdomen, placed on tissue without significant readjustment. 1st firing - gst60t with seamguard both sides. 2nd firing - gst60t with seamguard both sides. 3rd-5th firing - gst60g with buttress both sides no problem. 6th firing - gst60d with buttress both sides no problems. On 2nd firing there were 2 x single staples missing (see photos) no delay to surgery, no ae to patient. Patient's outcome: no variance from usual recovery.